Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The left iliac artery was 14 mm in diameter proximally and 15 mm distally. It was reported that at the six year follow-up there was a type ib endoleak. The investigator assessed that the event was not device and not procedure related. The physician performed coiling of the left limb and placement of a 16/13/156 endurant stent graft extension as a secondary intervention and the endoleak resolved. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.